Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: after the 6mm x 18mm palmaz blue on aviator plus balloon was filled, the stent was released but the balloon could not be separated from the stent after the balloon was deflated. The balloon could not leave the stent with the delivery system. Then, after the guide catheter was in place, the stent was fixed, and the delivery system was withdrawn. There was a certain resistance. The angiography showed that the blood flow recovered well. After "blocking" the blood vessel, the patient was returned to the ward. There was no patient injury. The lesion was moderately calcified. There was little vessel tortuosity. The percentage of stenosis was 90%. The stent delivery system (sds) reached the lesion position in the renal artery through an unknown catheter, and the balloon was pressurized with a pressure pump. A non-cordis guidewire, 5f × 100cm unknown pigtail angiography catheter, and an 7f unknown short sheath puncture approach was used for the renal arteriography. A 0.14 unknown guide wire, upper 7f unknown guide catheter, and 4mmx2cm unknown rapid delivery balloon were used for pre-expansion. The patient had a history of high blood pressure, high blood lipids, and had received oral drug treatment. It was noted blood lipid control was good, but the blood pressure was not well controlled. The access site was the right femoral artery. The device was not used for a chronic total occlusion (total occlusion >3 months). There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. The product, or any of the other devices used with it, had not been resterilized. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. During prep, was the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. Prior to inserting the sds in the catheter, the balloon was not inflated nor partially inflated. Negative pressure was applied to the sds when deflating the balloon. When the system was advanced and retreated, the inflator was always in a fixed position when released. Several approaches were attempted when withdrawing the system. There were no kinks nor other damages noted prior to inserting the product into the patient. The other devices used with the product did not kink or bend at any time. The catheter was never in an acute bend. It was confirmed that the balloon was fully deflated prior to withdrawal. Negative pressure was maintained on the inflation device during withdrawal of the system. Multiple guide catheters were used to secure the stent and withdraw the system from the patient. The stent fully expanded and completely covered the lesion with good wall apposition. The product was returned for analysis. One non-sterile aviator plus balloon blue / aviator / plus 6x18/142p pk along with an unknown 0.14 guide wire was received for analysis coiled inside a plastic bag. Per visual analysis the guide wire was fully inserted through the non-sterile aviator plus balloon. Also, it could be observed that the aviator plus balloon was received without the palmaz blue stent. The palmaz blue stent was not returned for evaluation. The balloon of the unit was received partially deflated with a considerable amount of liquid inside the balloon. No other anomalies found. Per functional analysis a lab sample syringe filled with water was attached to the hub of the unit and negative pressure was applied. The liquid inside the balloon was removed to perform the insertion / withdrawal test. Then, the aviator plus balloon was successfully inserted into a 4f csi (lab sample). It was then passed through an appropriate 5f guiding catheter (lab sample).no anomalies were observed on the aviator plus balloon during the insertion/ withdrawal test. Per microscopic analysis, the balloon was inspected under the vision system and no anomalies observed. A product history record (phr) review of lot 82218095 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds-withdrawal difficulty ¿ adherent¿ was not confirmed by analysis of the returned device as functional and microscopic analysis were performed successfully. Procedural images were not provided for review. The exact cause of the reported event could not be determined. According to the safety information in the instructions for use "contraindications generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Warnings patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant. Precautions prior to use, the product should be examined to verify functionality and integrity." The device performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time at this time.

Manufacturer narrative:
This device is available for analysis but the has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the 6mm x 18mm palmaz blue on aviator plus balloon was filled, the stent was released but the balloon could not be separated from the stent after the balloon was deflated. The balloon could not leave the stent with the delivery system. Then, after the guide catheter was in place, the stent was fixed, and the delivery system was withdrawn. There was a certain resistance. The angiography showed that the blood flow recovered well. After ¿blocking¿ the blood vessel, the patient was returned to the ward. There was no patient injury. The stent delivery system (sds) reached the lesion position in the renal artery through an unknown catheter, and the balloon was pressurized with a pressure pump. A non-cordis guidewire, 5f × 100cm unknown pigtail angiography catheter, and an 7f unknown short sheath puncture approach was used for the renal arteriography. A 0.14 unknown guide wire, upper 7f unknown guide catheter, and 4mmx2cm unknown rapid delivery balloon were used for pre-expansion. The patient had a history of high blood pressure, high blood lipids, and had received oral drug treatment. It was noted blood lipid control was good, but the blood pressure was not well controlled. The access site was the right femoral artery. The lesion was moderately calcified. There was little vessel tortuosity. The percentage of stenosis was 90%. The device was not used for a chronic total occlusion (total occlusion >3 months). There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. The product, or any of the other devices used with it, had not been resterilized. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. During prep, was the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. Prior to inserting the sds in the catheter, the balloon was not inflated nor partially inflated. Negative pressure was applied to the sds when deflating the balloon. When the system was advanced and retreated, the inflator was always in a fixed position when released. Several approaches were attempted when withdrawing the system. There were no kinks nor other damages noted prior to inserting the product into the patient. The other devices used with the product did not kink or bend at any time. The catheter was never in an acute bend. It was confirmed that the balloon was fully deflated prior to withdrawal. Negative pressure was maintained on the inflation device during withdrawal of the system. Multiple guide catheters were used to secure the stent and withdraw the system from the patient. The stent fully expanded and completely covered the lesion with good wall apposition. The product is expected to be returned for analysis.